Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that heparin 25,000 units in 250 ml was initiated at 1420 after a 5,000 unit bolus and was intended to infuse at 10 ml/hr, but instead completed at 1600. The patient¿s ptt was greater than 200 immediately after the infusion, which resolved without medical intervention and there was no lasting harm.

Manufacturer narrative:
Correction to follow up 1 root cause: in summary, the formal investigation identified two root causes for the separated/broken bezel boss issue. Manufacturing ¿ driven polymer material degradation led to reduced mechanical properties. Environmental stress cracking (esc) from contaminates introduced to the boss by the metal insert.

Event description:
The customer reported that heparin 25,000 units in 250 ml was initiated at 1420 after a 5,000 unit bolus and was intended to infuse at 10 ml/hr, but instead completed at 1600. The patient¿s ptt was greater than 200 immediately after the infusion, which resolved without medical intervention and there was no lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. Physical inspection revealed a cracked bezel and cracked lower door hinge. The pcu event log shows that at 2:24 pm on (B)(6) 2016 the device was programmed to infuse heparin 25000unit in 250ml at 10ml/hr. The device alarmed for patient side occlusion and the infusion was restarted. At 3:31 pm, the device alarmed for air in line. At 3:36 pm, the device was channeled off, shutting down the system. The volume recorded as being infused during this period was 10.99ml. Functional testing found the pump module to be delivering fluid out of specification, however it was underinfusing rather than overinfusing as the customer reported. The root cause of the overinfusion was not identified.